Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was reviewed and confirmed the device has broken. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Intraoperatively during assembly with rasp the instrument´s joint broke. Another instrument was available and the procedure was completed without any issues and without surgical delay. No part remaining in patient´s body as issue occured outside the situs.